Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and the insulin pump is not working properly. The customer's blood glucose level was 517 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer's other blood glucose value was 500 mg/dl. Customer experienced symptoms such as vomiting and dehydrated pain in the chest. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose level. The insulin pump will not be returned for analysis.